Event description:
The customer reported false positive results with the ID now covid-19 assay for 2 tests. This MFR report addresses test 1 of 2. The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a nasopharyngeal swab. Repeat testing was performed with a negative result. Pcr confirmation testing was performed and generated a negative result. The customer stated that the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained lot m163966 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m163966, test base part number 190-430 / lot: m163966. The lot met the required release specifications. A review of the complaints reported as false positive related to kit lot m163966 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue, however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. The following MFR report numbers is related to this report: 1221359-2022-00174.